Event description:
A patient reported experiencing hypoglycemia while using a one touch profile meter. Patient is on a set amount of insulin and is on a sliding scale. For the past 10 days patient has been experiencing low blood glucose reactions which required self-treatment with orange juice and glucose tablets. No medical help was sought. No medical treatment was administered. Patient will reportedly visit physician to adjust medication dosage. Patient refused to provide any meter memory readings that could indicate inaccurate high readings. No further information provided.